Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported that the catheter coiled and a revision was performed on the date of report. It appeared the spinal segment of the catheter fell out of the intrathecal space, and that portion was subsequently replaced. None of the pump segment was removed and it was suspected some of the spinal segment was left from the original catheter. The programmer indicated the spinal segment length was 27.1 centimeters (cm); however, 30.5 cm were removed. It was suspected that the catheter may have stretched due to having been coiled for a while or that the length had been incorrectly input previously. An attempt was being made to determine the final catheter length to determine the correct priming bolus. The pump was being used to deliver baclofen.